Manufacturer narrative:
According to the original equipment manufacturer (OEM) the root cause of this case is as follows: although no reprocessing procedure deviations were observed, insufficient reprocessing due to improper reprocessing procedure is a potential cause of contamination.

Manufacturer narrative:
A field engineer visited the user facility to review the sampling technique of the sampler and the facilitator who took the sample of the scope that cultured positive. There were no deviations was found during the audit. Additionally, the scope was returned and was forwarded to an external laboratory for further investigation. The exact cause of the reported event could not be conclusively determined at this time, because the investigation of this case is ongoing.

Manufacturer narrative:
An endoscopy support specialist (ess) was requested to be dispatched to the user facility to observe the facility¿s reprocessing technique and to provide a reprocessing training if necessary. To date, the ess visit has not been finalized. The cause of the reported positive culture cannot be determined as the investigation is ongoing. If additional information becomes available, this report will be updated and supplemented accordingly.

Event description:
The service center was informed that during a post market surveillance study the scope cultured positive for staphylococcus pasteuri and staphylococcus epidermidis after reprocessing. There were no associated patient infections reported.

Manufacturer narrative:
The OEM (omsc) received the re-culturing result from an external lab. Re-culturing was conducted according to the instruction of post market study after reprocessing the scope. The sample which was collected from the endoscope tested positive for staphylococcus warneri and acinetobacter ursingii (a total of 2 cfu). Persistent organisms were not detected during re-culturing but acinetobacter ursingii which was detected during re-culturing was categorized as high concern.

Manufacturer narrative:
The endoscopy support specialist (ess) visited the user facility and observed the staff's leak testing and manual cleaning of the tjf 160f. All steps in the reprocessing manual were performed. The ess recommended the following: - obtaining a container of clean rinse water to flush the elevator recess during manual rinsing. - maintaining a dirty to clean work flow and removing dirty personal protective equipment (ppe) prior to handling the lid and using the key pad on the automated endoscope reprocessor (aer) machine. The cause of the reported positive culture cannot be determined as the investigation is ongoing. If additional information becomes available, this report will be updated and supplemented accordingly.

Manufacturer narrative:
The scope was sent to an external expert for destructive sample testing. The external experts provided the results and the summary of the report is the following. The destructive sampling identified brevundimonas vesicularis. The reported staphylococcus pasteuri and staphylococcus epidermidis were not identified. Additionally, the external expert noted during destructive sampling: bleaching and scratches at the glue of the bending section cover. Surplus of the glue around the distal end objective and light guide lens presence of the oxidation under the glue around the distal end objective lens. Detachment and presence of holes at the glue around the distal end air / water nozzle.